Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further patient information is unknown along with the event date. It was reported the patient (B)(6) experienced a decrease in pain relief over time. It was also reported the patient needed to undergo an MRI for an unrelated health issue. As a result, the patient's scs system was explanted.